Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), service repair history record (srhr) and investigation conclusion. Please the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of DHR on the subject device noted that it was shipped in accordance with specifications. Repair history review determined that the subject device has not been repaired in the past year. The cause of the event cannot be conclusively determined. Possible cause could be that the lid was contacted with a scope when it was closed, something hard hit the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. Although it was presumed the event was due to the user handling, it cannot be conclusively concluded. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: in case cracks occurred on the lid, abnormality is detectable by conducting inspection of the unit. Before use inspect the lid and lid packing. Before using the equipment, always check that there is no irregularity on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The field service engineer onsite, replaced and repaired the damage parts. Once completed, the device was tested and passed all required testing and specifications. To date , there was no patient impact or harm reported due to the reported event. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states : the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in this manual. If any irregularity is observed, do not use the equipment and inspect it as described in the ¿troubleshooting guide¿ of the manual. If the irregularity is still present, the equipment must be repaired prior to next use.

Event description:
It was reported that during a preventive maintenance (pm) activity, damage were found on the device lid/ push plate and the hinge cover. In addition, the gas filter was found missing. The identified parts were replaced and repaired by the field service engineer onsite. Once completed, the device was tested and passed all required testing and specifications. There was no patient involvement on this report. No user impact or harm was reported.